Manufacturer narrative:
Evaluation, results: inherent risk of procedure - (death). (B)(4).

Event description:
During index procedure the patient had two endeavor sprint drug eluting stents implanted in the rca. Approximately 5 days post index procedure the patient expired. The cause of death was ventricular function, cardiac. The investigator has assessed that the event was not related to the device.